Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus china (osh). Osh checked the subject device and also found that the sensor at the filter turret was broken. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from osh and similar past cases, there was the possibility that the reported phenomenon was attributed to the detection of a turret error, which might be caused by the aging deterioration of the turret motor or the turret due to repeatedly use for a long-term use because the subject device had been used more than seven years since manufacturing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the preparation for an unspecified procedure with the subject device at the user facility, it was found that the indicators on the front panel of the subject device flashed. The user facility completed the procedure with the subject device. There was no report of patient injury associated with this event. Olympus china (osh) checked the subject device and found that the reported phenomenon was duplicated also the fan motor did not work.